Event description:
It was reported that the pt underwent a sling procedure, and at an unk point in time post operatively, the pt expired. The physician was informed by the coroner that the pt expired due to a bowel perforation.